Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that one time he was upset and then felt his ins shock him. The patient reported that this happened ¿over a year¿ ago now. The patient had already spoke with their healthcare provider (hcp) about it when it happened. No further complications were reported.